Event description:
It was reported the patient presented to the emergency department with a swollen pocket with puss. The implantable cardioverter defibrillator (ICD) and leads had eroded through the pocket. The entire ICD system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.